Event description:
Additional information received reported the revision was done eight months ago because the pump had turned/flipped. The device system was currently used to deliver dilaudid.

Event description:
It was reported that approximately three months ago, the pump "dropped" into the patient¿s pelvic area, and the patient had a ¿revision procedure to move the pump back up¿. The reporter was redirected to the patient's health care provider (hcp). The medication in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8590-1, lot# n312845, implanted: 2012 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated, the site never healed from the pump revision.